Event description:
Alleged that three out of four lift arm bolts fell out of this bed on the head end, and the fourth one was loose which caused the head section of the bed to drop down a few inches. A pt was in the bed but was not injured.

Manufacturer narrative:
The nurse alleged that the pt called out on nurse call speaker that the bed was broken. She also alleged that the pt said there was a crash and the bed appeared to be in the reverse trend position. The facilities biomed found the "u" shaped brackets and bolts lying under the bed on the floor. The facilities biomed stated that he does not have a service manual for the bed and did not know that hill-rom recommended these bolts be inspected every 6 months for tightness.